Manufacturer narrative:
(B)(4). Batch # r92v80. Device analysis: the er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device r92v80 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: did the clips deliver scissored? Yes. Did the clips not deliver but the jaws of the device scissored? No. How was the procedure completed? With another unit of er420 was there any patient consequence? No. If yes : please explain: how was the patient consequence resolved? The batch or lot number provided is not a valid batch or lot. If available please provide the batch or lot number- I could not locate the lot number on the device itself. Unfortunately the carton has been thrown away so I cannot verify the lot number. The sales rep. Maybe looked at a different number and not the lot and this is what he captured.

Event description:
The liga clip did not deliver clips (scissor motion).